Event description:
It was reported that the 9600 system had poor image quality in ap, but not in lateral. Also there were dark images from the printer. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. There was incorrect film in the printer causing dark images. The technique may have caused the poor image quality in ap. The system was tested and found to be working as intended and put back into service.